Manufacturer narrative:
H.6. Investigation summary: bd received two 24 gauge insyte autoguard units from lot 8275532 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no damage to the first unit but the second unit had a v-shaped cut in the catheter tubing. The v-shaped cut was indicative of the needle piercing through the tubing. Based off the visual inspection the engineer was able to verify the reported defect. However, the definitive root cause could not be determined since the device appeared to have been used and was returned outside of its original packaging. Since the unit appeared to be used it was determined that the unit was assembled correctly. The manufacturing facility has been notified of this incident and the findings.

Event description:
Material no.: 381511 batch no.: 8275532. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter the catheters are shearing. The following information was provided by the initial reporter: we have received some complaints from our network about bd insyte autoguard winged IV catheters. Lot number 8275532 with the catheters being sheared.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 381511 batch no.: 8275532. It was reported that during use of the bd insyte-n¿ autoguard¿ shielded IV catheter the catheters are shearing. The following information was provided by the initial reporter: we have received some complaints from our network about bd insyte autoguard winged IV catheters. Lot number 8275532 with the catheters being sheared.